Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had contacted the doctor as they experienced seizures due to low blood glucose level. The customer's blood glucose level was 114 mg/dl. The customer did not mention any treatment related to low blood glucose level. The customer did not mention any symptom related to low blood glucose level. They also reported that the menu button was not responding. Customer stated that numbers are ramping on their own. The scroll bar had been moving up or down with no input from the user for a couple of times. Customer stated pressing menu button did not take them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. The customer had performed troubleshooting for button error. The insulin pump will be returned fro analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08725 inches. Device uploaded properly using carelink. All buttons function properly. No unresponsive buttons noted. No stuck button alarm/button error alarm, numbers ramping or scrolling screens noted. No damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on electrical board 1 was properly locked. Device had minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. (B)(4).